Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption was verified. The battery and shutdown issues could not be verified due to the data log corruption. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently shut off unexpectedly. After the customer turned the pump back on, data log corruptions were found in the history at the times of the shutdowns. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 66-324 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.